Event description:
During a pta procedure, friction was experienced as the brite tip sheath was inserted into the right femoral artery of the patient. When the device was removed from the patient, the distal tip was found to be frayed. Another new brite tip sheath of the same size was used successfully. The procedure was completed without any other issues. There was no report of patient injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k072543.

Event description:
On (B)(6), 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch select meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on the afternoon of (B)(6), 2010. The reporter advised the cca the patient manages his diabetes with a combination of metformin pills (500 mg) and humalin 70/30 insulin (sliding scale). Despite the alleged issue, the reporter stated the patient continued to take his usual dose of medications. At an unspecified time after the start of the alleged product issue, the reporter claimed the patient felt symptoms of sweaty, dizzy and looked pale. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.